Event description:
While attempting to monitor the heart rhythm of a pt (age & gender unk) the device inapropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.